Event description:
A patient hospitalized with exacerbation of congestive heart failure and sepsis was transported to the dialysis unit for a dialysis treatment. Upon arrival to the unit, the patient was awake and alert with a blood pressure of 187/104. The patients¿ blood pressure decreased to 115/53 during the last 10 minutes of a non eventful treatment. Minutes later, the patient had a cardiopulmonary arrest; resuscitation efforts were initiated, but unsuccessful. The nurse manager stated there was nothing to indicate any machine/product problem. The physician stated the patient had a pea (pulseless electrical activity) arrest. The cause of death is unknown.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. Gambro has no information to suggest that the bicart product caused or contributed to the incident and gambro does not regard the submittal of this report as an admission of causation or liability. The bicart product involved in this incident was discarded and not available for investigation and the clinic have not specified the lot number for the used bicart product.